Event description:
The device was returned to the manufacturer with no information post-mortem. The device was analyzed and tested out of specification. Follow up was unable to determine the cause of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product event summary: (B)(4) - the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Product ID: 5076-45, implanted: (B)(6) 2002; product ID: 694758, implanted: (B)(6) 2002. (B)(4).